Manufacturer narrative:
One opened knife was received with a foam tip protector in a tray for the report of dull. Nicks were observed on the tray the sample was received in. The returned sample was visually inspected and was found non-conforming with a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. A photo of the packaged product is attached to the parent complaint and has been reviewed by the investigation site. The item number and lot number seen on the package in the photo match the item number and lot number reported in this complaint. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are 6 additional complaints associated with the lot for the reported issue. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported a dull knife during a procedure. The knife was exchanged to complete the case. There was no patient harm.